Manufacturer narrative:
Calibration and qc were within specifications. A field service engineer (fse) was dispatched; however, service details were not supplied. The fse gave the customer training on instrument's maintenance. A clear root cause for this event is unknown.

Event description:
A customer contacted beckman coulter inc., (bci) regarding false high albumin (alb) result generated by the image 800 immunochemistry system for one patient. The result was reported out of the lab and was questioned by the physician. The original sample was retested on this and on a different instrument and lower results were generated. The result was amended. Patient results are shown. Patient treatment was not affected.